Event description:
Initial pth result of 235 pg/ml was repeated and recovered 29 pg/ml. Incorrect result was not used to provide patient treatment. Field service representative ran a precison check using tsh cal 2 as per pmdr ibd, check failed. He cleaned a sipper flow path and checked alignments. Reran the tsh cal2 precison check, all results recovered within stated ranges.